Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote transmission showed there was high threshold and loss of capture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported the rv lead had dislodged and was repositioned. The implanter had a hard time finding good placement initially as well as during the revision. Now, the threshold has increased and impedance has decreased. The rv lead was explanted and replaced.